Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not communicating with the keyboard and mouse. Upon further inspection, the fse found that issue in the connections to the usb extender in the m-cabinet. The fse reconnecting the connections to the usb extender in the m-cabinet. After reconnecting the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not communicating with the keyboard and mouse and a case could not be completed. There was no report of harm. Philips has started an investigation of this complaint.